Manufacturer narrative:
The patient¿s thoracic leads had migrated, so they were replaced with new penta paddle lead. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2021-04150, 1627487-2024-00755. It was reported that the patient's scs thoracic leads migrated. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's leads were explanted, replaced, and therapy was restored.